Event description:
A peritoneal dialysis rn has reported this pt had peritonitis. Additionally she had reported that "we are not sure what lot# he was using when he got peritonitis." The rn did report that the pt had to be hospitalized. There was no further info reported. The facility was contacted for additional info. No further info was obtained and there was no report of any problem with the product. The pt was fully recovered and has continued his treatment with use of this product. There is no sample and the lot is unk.

Manufacturer narrative:
(B)(6).